Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A definitive cause for the reported failure to achieve hemostasis, suture malposition and needle to cuff miss could not be determined. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis, suture malposition and needle to cuff miss could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study was performed between june 2013 to june 2015, and studied the 24 hour and 30 day outcome of closure with perclose proglide devices. A total of 323 patients were included in the study. There were some complications related to proglide devices which included minor bleeding (failure to achieve hemostasis treated with manual arterial compression) and oozing from the access site (requiring non-arterial manual compression). There were device failures which included the knot coming out with the device when the plunger was retracted after deployment [didn't capture vessel], the suture was found to be detached from the plunger and the knot was not formed [cuff miss], and failures to achieve hemostasis, the device failures required a second device with the exception of one requiring manual compression to achieve hemostasis. The study concluded that the perclose proglide "is a safe and effective method to achieve hemostasis up to 22f with less complication rate". Specific patient information is documented as unknown. Details are listed in the article, titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience". No additional information was provided.

Manufacturer narrative:
B3 correction: date estimated. D4 correction: the UDI number is not known as the part and lot number were not provided.